Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. On 16-jun-2024, it was reported that patient took some insulin and it started coming out. It was reported that patient faced leakage in infusion set site. The event occurred within five days of insertion. No further information was available.